Manufacturer narrative:
Date in resubmitted paragraph captures the updated date of 2015-12-17 rather than 2015-12-16. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2015, during a pump implant surgery and specifically during the anchor release, a stiffness was felt by two physicians. One physician confirmed the rotation prior to/at the first attempt and another "experienced" physician checked the rotation prior to the release at the second attempt. The anchor tip seemed to be stiff when releasing the anchor during implantation, and an intensive tension seemed to be applied to the anchor when released. This caused the tip rolling inward toward the metal rod of the dispenser. As a result, the anchor was released with the anchor tip (on the fascia side) being rolled inward. This was reported as an anchor dispenser defect.

Event description:
On 2016-01-20 additional information as provided via a representative who reported that the (B)(4) and/or portion of it was returned. No allegations were reported at this time associated with the catheter itself. Further, it was confirmed that a different catheter was implanted on that same day, (B)(6) 2015. That successfully implanted catheter, was (B)(4). No further information was provided at this time. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the returned catheter segment and pin connector had no anomalies. The anchor deployment tool was returned with remnants of silicone still remaining on the hypotube. The anomaly seen was likely related to the silicone blocking that occurred between the interaction of the anchor and the hypotube. The catheter anchor did not properly detach from the ascenda tool but was still able to be used.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care provider (hcp) regarding a patient in (B)(6) who was to received an unspecified medication via an implantable pump. On (B)(6) 2015, during a pump implant surgery and specifically during the anchor release, a stiffness was felt by two physicians. One physician confirmed the rotation prior to/at the first attempt and another "experienced" physician checked the rotation prior to the release at the second attempt. The anchor tip seemed to be stiff when releasing the anchor during implantation, and an intensive tension seemed to be applied to the anchor when released. This caused the tip rolling inward toward the metal rod of the dispenser. As a result, the anchor was released with the anchor tip (on the fascia side) being rolled inward. This was reported as an anchor dispenser defect. The patient's medication type, dose, concentration, lot number, patient symptoms, medical history, and indications for use were not reported. This information was requested in addition to a request as to the catheter's return and any associated allegations, replacement product, and resolution to the event. Should additional information be received a supplemental report will be filed.

Event description:
On 2016-01-18 additional clarifying information was received from the health care provider via a representative. There was no indication that the patient experienced any symptoms during the procedure and the patient symptoms were reported as ¿nothing¿. It was further reported that the anchor was returned and not the catheter. Reportedly, they did not use another anchor. The catheter, 8781/n523430005, was successfully implanted and there were no allegations towards this catheter. During the procedure to implant and when releasing the anchor, it seemed the tip of the anchor was hard and strong tension was applied to the anchor. The pump system delivered gabalon but the concentration, dose, and lot number were not obtainable. The medical history and concomitant medications were also not obtainable. Additional information was request to verify the reported implanted catheter and the returned products. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.